Event description:
It was reported that the insulin gauge was intermittently inaccurate. Blood glucose was not impacted. Reportedly, the customer continued using the existing pump until replacement arrives.